Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced low blood glucose event and the basal settings had been adjusted twice already and the customer alleged that the pump was overdelivering the insulin as the blood glucose value had remained low in value. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia, malaise, diaphoretic treated with glucose/carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer believed the pump was over delivering. No further patient complications were reported. The customer will discontinue use of the mmt-1884 device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirm bolus delivered due to data not covering event date. Found evidence of moisture damage on the pcba 1 and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over delivery anomalies noted during testing. Possible over delivery is not confirmed. Reprogram alarm is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event and the basal settings had been adjusted twice already. The customer reported blood glucose value of 56 mg/dl. The customer reported hypoglycemia, malaise, diaphoretic treated with glucose/carb intake, no treatment, no treatment. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was performed. Customer was not using the auto mode/smart guard feature at the time of the event. Customer reported low blood glucoses. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer believes the pump is over delivering. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-397a.